Manufacturer narrative:
Product complaint # ==> (B)(4). Patient code: used to capture the surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - (B)(4).

Event description:
"An article/literature was received entitled ""total knee arthroplasty using the s-rom mobile-bearing hinge prosthesis¿ update 24 sep 2019. ¿total knee arthroplasty using the s-rom mobile-bearing hinge prosthesis¿ was reviewed for MDR reportability. The retrospective study followed 15 patients (16 knees) with follow-up between 27 to 71 months. Of the 16 s-rom knees implanted, 15 were revisions and one primary total knee arthroplasty. It is noted, 4 of the 15 knees revised involved depuy products and will be captured on linked complaints. All patient involved in the study were implanted with s-rom mobile-bearing hinge prostheses. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: 1. One case of intra-operative proximal tibial metaphysis fracture and one case of intra-operative distal femoral metaphysis fracture. Both patients were noted to have osteopenic bone. 2. One patient experienced two episodes of ipsilateral traumatic quadriceps tendon ruptures. The patient was revised once and subsequently fell causing a second rupture. The patient was not medically cleared to undergo a second revision to correct the tendon rupture. 3. One patient underwent a revision due to infection 27-month post-operatively. 4. Two patients experienced pain post-operatively with no indication of intervention or revision." (B)(6), female. The patient underwent a right knee revision due to pain and infection. Tc3 products were removed with implantation of a s-rom mobile-bearing hinge knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.